Event description:
The customer reported that insulin was squirting out during the prime process. The customer stated that the insulin pump was stuck on the prime loop, and no beeps could be heard. Advised the customer to revert to back up plan until the replacement of the insulin pump arrives. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk. Further testing could not be performed due to the loose drive support disk.